Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/25/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). E 4. Reporter also sent report to FDA? User facility #mw5164483. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿did the needle piece fall into the patient? Unknown. ¿ were x-rays taken to locate the needle piece(s)? Yes. ¿ what measures were taken to search for the broken piece? Imaging and visible search. ¿ what tissue was being sutured when the needle broke? Uterine. ¿what is the procedure name and date? Cesarean section (B)(6)2025. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an c-section procedure on (B)(6)2025 and a suture was used. During surgery it was recognized that the tip of an atraumatic was missing. The needle remained on the suture; the tip was missing. No adverse patient consequences were reported. Additional information was requested.